Event description:
Patient scheduled for aicd [automatic implantable cardioverter-defibrillator] lead revision [redacted]. Upon routine aicd check in clinic it was noted the ICD was malfunctioning and there was no capture at maximum output, md felt it to be necessary to revise or replace the lead. Defib lead was replaced. (Abbott durata, ser# [redacted], device ID# (B)(4)). Patient tolerated procedure well.